Event description:
It was reported by service report that the bed smoked after it was plugged in. The outlet being used to test this bed has 274 volt running to it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Blown fuses in the power inlet module.